Event description:
A report was received that the patient was experiencing fast battery depletion. It was noted that the physician used electrocautery during the patient's permanent implant. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing fast battery depletion. It was noted that the physician used electrocautery during the patient's permanent implant. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The physician believed the ipg damage was due to a non-device related car accident. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Manufacturer narrative:
(B)(4)